Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that insulin squirted out. The customer's blood glucose level was 10.6 mmol/l. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed due to faulty force sensor. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window. No other reservoir compartment anomalies noted, but cracked reservoir tube lip.